Event description:
The initial complaint was reviewed and found to be a duplicate of another complaint (B)(4). Information related to this device is captured on manufacturer report number 2939274-2020-02691.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found to be a duplicate of another complaint (B)(4). Information related to this device is captured on manufacturer report number 2939274-2020-02691. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, two (2) handles would not hold onto the driver shafts. They were removed from the screw removal tray. The procedure was completed successfully. There was no patient consequence. Concomitant devices: screwdriver shaft (part: unknown, lot: unknown, quantity: 1) this report is for a handle with mini quick coupling, stainless steel. This is report 2 of 2 for (B)(4).